Event description:
It was reported that an angio-seal was deployed in the left common femoral artery (lcfa) post percutaneous coronary intervention (pci). After deployment, bleeding occurred at the puncture site and manual compression and a sandbag were applied. The pt was discharged home the following day with no further problems noted. Six days later, the pt returned to the emergency department with complaints of pain in the lower left leg. An ultrasound scan was performed on the left leg from the groin to the lower leg. A surgeon was consulted and the conclusion was that the pain was of muscular origin. The pt was discharged home. The pt returned to the emergency department 37 days later (2008) with complaints of pain in the lower left leg. A vascular surgeon was consulted, and the pt was again discharged. The pt returned a third time one month later with the same complaint of pain. Three weeks later, the pt had an angiogram of the left leg. An occlusion of the distal popliteal artery was detected. Ten days later (the following mont), the pt underwent surgical removal of a thrombus. The pt developed a venous thrombus after the surgery and further investigations on his clotting factors showed the pt having a clotting disorder (type of the disorder and exact details are not available).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hermatoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor petal pulses. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture stie is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states; some brusing or discomfort is common during the healing process after intraocular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card, fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warn to touch, numbness, tingling or pain in the extremit when ambulating, rash, wound drainage, or any other inusual symptoms.